Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in leaked. Incident information: a customer has reported a quality problem with a bd intima 24g catheter ref: (B)(4). A leak at the outlet has been reported. Please refer to the attached photo, where the location is marked by the black line. This is normal and routine use. When was issue detected? Initial use was affected product used on a patient? Yes. Was there any impact to a patient, hcp, user or other? Yes. If yes, who was impacted? Hcp. Type of clinical event(s) n/a. Describe impact to patient, hcp, user or other, including recovery, if applicable? Waiting for information from the customer was the user exposed to hazardous, blood, or bodily fluids? No. Product information: product / catalogue number: 383319. Product description: bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in affected quantity (actual defective units): (B)(4). Lot/serial number: asked to the customer. Number of occurrences: (B)(4). Sample information: sample / photo available for return? Picture only - sample not available. Type of sample available: n/a. Quantity of sample returned: n/a. Identify if sample is contaminated: n/a.

Event description:
No additional information provided.

Manufacturer narrative:
There is no product manufacture information provided, unable to execute investigation which based on DHR review and retained sample review. Based on the description and the picture provided, leakage is from vent plug. Possible reason for this defect will be: vent plug is manual press to install on the adapter, it's not pressed enough during assembly, this may cause the component is loosen. Component become loosen due to vibration or other abnormal movement. The manufacture process have take control procedure as below to prevent this defect: in-process inspection will check vent plug assembly status. Flash back test can monitor this type of defect. There is no manufacture information provided, unable to execute further review DHR and retained sample, so the root cause is not clear.